Event description:
The patient weighed 225lbs at the time of the event. No further information was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following about 2 months without recharging about a week and a half ago pt tried using external devices and found they could not charge. Pt stated he tried "jump starting" on his own but that did not work. Pt did not have equipment present to troubleshooting but described a screen matching 'reposition antenna'. Pss reviewed ps role and troubleshooting options. Redirect to hcp and discussed paging rep as needed. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient via a manufacturer's representative (rep). The rep reported that the ins was overdischarged. The patient says that he charges once every 3 weeks. States that he gets good coupling initially but struggles to maintain the coupling. The rep performed a physician mode recharge. Sticky pads given to help with coupling. Physician recharge mode done and por cleared. The issue was resolved. Additional information from the rep indicated that the patient states that over the weekend, he was unable to charge his battery again. Patient is not seeing any coupling screen, just the screen that shows it is trying to connect. This would be the 3rd overdischarge. The patient would like to have the ins replaced, and was instructed to follow-up with their hcp.